Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. Device was received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they had difficult time reading the display. Customer stated there was scratch on the lcd screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.